Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported that she was unsure if her ins was working because there was a pain in the leg part of the body. The patient reported that ¿when she stood up for more than 5 minutes her back killed her and the doctor wanted to know where the pain was.¿ the patient reported that she was looking to make an appointment with a manufacturer¿s representative (rep) and the doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient felt that the device was working. Patient turned the stimulation up 10% to try and resolve the leg pain. Patient still had the pain and was sure that the device works. Patient's weight at the time of event was (B)(6)pounds. No further complications were reported/anticipated.